Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking form left side "biopsy breast tumor excision magseed localization [789], capsulotomy, breast¿. Healthcare professional confirmed left side intracapsular rupture per MRI scan. Device has been explanted.